Event description:
Customer reported that his insulin pump was malfunctioning. Customer stated that he had high blood glucose because her insulin pump did not deliver the correct amount of insulin. Customer stated that there is an issue with bolus delivery. The bolus delivery stopped and the insulin pump did not alarm. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.